Event description:
The customer returned an additional unopened companion sample for evaluation along with the companion sample for another condition. Upon function testing, a pull tester test was performed, which indicated that the two piece luer body was too small on the returned additional companion sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: six companion samples were received, within unopened pouches. Upon visual inspection, no obvious defects were observed. A liquid leakage test, for luer slip fitting, and an algol pull tester was conducted, with no abnormalities were found. A luer gauging test and pull tester test was conducted. It was determined that both two piece luer body failed the test which indicated that the two piece luer body was too small. The reported condition was confirmed for 3 out of the 6 companion samples. The root cause was determined to be an improper size mold insert and that inspection performed during mold-start up and in-process had failed. Additional info: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.